Event description:
It was reported that the bd precisionglide¿ needle had two needles instead of just one, and was contaminated with "methotrexat" before use.the following information was provided by the initial reporter: ""the patient brought back the syringe to the pharmacy because the needle had two needles instead of just one. The needle is contaminated with methotrexat, she has the defect product with her but wasn't sure if she had to return the sample as it is contaminated with "cytotoxic" products."

Manufacturer narrative:
B.3. Date of event: 03/01/2019.

Event description:
It was reported that the bd precisionglide¿ needle had two needles instead of just one, and was contaminated with "methotrexat" before use. The following information was provided by the initial reporter: ""the patient brought back the syringe to the pharmacy because the needle had two needles instead of just one. The needle is contaminated with methotrexat, she has the defect product with her but wasn't sure if she had to return the sample as it is contaminated with "cytotoxic" products."

Manufacturer narrative:
Investigation summary: two photos were received for investigation by the quality team. Based upon visual inspection of the two photos, they both show a syringe connected to a needle assembly; the needle assembly has two needles, one is properly assembled and the extra one is attached to the side of the plastic hub. A device history record could not be evaluated as the lot number is unknown. Based upon the quality team's investigation, the root cause of this incident is related to the manufacturing assembly process. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Manufacturer narrative:
Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd precisionglide¿ needle had two needles instead of just one, and was contaminated with "methotrexate" before use. The following information was provided by the initial reporter: "the patient brought back the syringe to the pharmacy because the needle had two needles instead of just one. The needle is contaminated with methotrexate, she has the defect product with her but wasn't sure if she had to return the sample as it is contaminated with 'cytotoxic' products."